Manufacturer narrative:
The user facility declined steris's offer to inspect the system 1 processor. The user facility stated the employee who initiated the cycle did not load the steris 20 container properly. The employee was immediately counseled on how to properly load a container of steris 20 sterilant concentrate. The operator manual states when disposing s20 (pg. 31), "put on protective attire to include waterproof gloves, apron, chemical goggles or face shield. Wear the protective attire during the entire procedure." The scope involved in the event was successfully re-processed in another system 1 processor prior to use in patient procedures. The unit has remained in service with no further issues. A steris account manager conducted an in-service on (B)(6) 2010 on proper use and operation of the system 1 processor.

Event description:
The user facility reported that after a completed cycle in a system 1 processor an employee removed a cup of steris 20 sterilant concentrate and stated that the cup felt "heavy". While removing the cup, the employee got a tiny amount of steris 20 on her finger; she rinsed her hand with water, applied silvadene ointment and returned to normal work duties. The employee was not wearing proper personal protective equipment (ppe). The user facility reported the employee is fine with no sustaining injuries.